Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited intermittent loss of capture. The lead was explanted and replaced. The patient was in stable condition and would continue to be monitored.